Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that caller states the patient fell down a couple days ago and landed on the stimulator and apparently it must be messed up or something because the patient has been going to the bathroom every 5 minutes. Caller states they took the patient to the ER yesterday and the patient kept getting off the bed because they had to keep going. Pss attempted to walk the caller through the steps of connecting to the handset , but the handset was no charged. The patient was redirected to their healthcare provider to further address the issue.